Manufacturer narrative:
(B)(4). This is a system error 2240 alarm where there was no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during drain 5 of 5 on the home choice (hc). The technical service representative (tsr) cleared the error and informed the home patient (hp) of the errors meaning. Per the hp, she did not disconnect at any time and there are not any leaks. The hp would disconnect and do a manual exchanged. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.